Event description:
Erratic results were received on the analyzer. On 10/17/96, a bhcg result of 169 mlu/ml was reported on a pt diagnosed with a possible miscarriage. A previous sample from 10/15/96 had been reported as 3723 mlu/ml. On 10/18/96, another sample was run and a result of 8397 mlu/ml was reported. The lab tech called with the 10/18/96 result, but there was no documentation of that call. There was no documentation that the 10/18/96 result was reported to the dr. On 10/21/96, a d&c was performed, which the dr felt had been done in error. The lab was asked to repeat the sample from 10/17/96 and a result of 6530 mlu/ml was obtained.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 withenhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sampleand reagent handling. This is the final report.